Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the order did not cross over and had to be taken on override by the nurse. There was an order in epic that had been verified by pharmacy, and it should have appeared in pyxis for selection from the patient¿s profile. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order did not cross over and had to be taken on override by the nurse. A technical support specialist found during review, that no messages were found for this patient prior and no orders appeared in the es system due to message retention limits. Investigation showed that the orders never reached the es server. Common causes such as incorrect emr data, network/communication delays, or stalled services were discussed. In the customer meeting, it was identified that staff were removing medications before the orders were received in es, and delays were occurring on the host side. Customer was advised to engage their host vendor and educate staff on proper timing for medication removal. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the order did not cross over and had to be taken on override by the nurse. There was an order in epic that had been verified by pharmacy, and it should have appeared in pyxis for selection from the patient¿s profile. However, there were no delays or adverse events or injuries reported based on this event.